Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer stated he was calling back for pump power error which they are calling back within a week of trouble shooting. The customer states having a blank screen after replacing the battery multiple times. The customer declined to trouble shoot for low blood glucose and blank display. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The request for the pump to be replace has been submitted to local office. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies were noted. However, power error 25 and power loss due to connector resistance.